Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed. No further info is available for this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's lvad was explanted due to suspected thrombus. Per add'l info received, the surgeon reported that the pt had a multi-resistant pseudomonas driveline infection. The pump parameters were all normal. The pt had a lot of exercise intolerance due to massive obesity. The lvad was exchanged with another MFR's ventricular assist device (hvad) in order to get the driveline away from the sepsis. The transesophageal echocardiography showed that the cannula was well positioned. The left ventricular was dilated, and there was a lot of pannus. Per the physician, old thrombus was found in the inlet arm and the outflow graft of the lvad. It was also reported that the pt is dying due to massive vasoplegia/sepsis.